Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited visible air bubbles during aspiration. During device insertion for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. When the sheath was in place inside the patient the guidewire and the dilator were pulled back while aspirating the device. Once the dilator and the guidewire were outside the sheath aspiration showed air bubbles in the syringe. Three full 20cc syringes were filled during aspiration, but there was no resolution for the bubbles. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.